Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2018 the patient underwent a left knee revision due to loosening of the tibial component. The surgeon indicated the tibial component was grossly loose and removed from its bed and all of the cement was removed. He noted a tightly fixed femoral component. The surgeon did not comment on the patella and it was not revised. The patient was implanted with depuy tibial component, insert, and unknown cement product. There were no complications reported. Doi: (B)(6) 2015; dor: (B)(6) 2018 (lt knee).